Manufacturer narrative:
The padlock clip defect closure system was returned to steris endoscopy for evaluation. The evaluation indicated the points of the clip were over the housing. The reported event is likely attributed to handling and over-articulation of the device by user facility personnel. The instructions for use include the following statements, "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body." The device history record was reviewed and confirmed the device lot was manufactured to specification; no abnormalities were noted. There have been no other similar complaints associated with this lot. User facility personnel were counseled on the proper use and operation of the padlock clip, specifically proper handling and deployment. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the padlock clip would not deploy. Upon withdrawal of the device, the user noted blood on the device and the points of the clip were protruding past the deployment housing. The procedure was completed successfully, no report of injury.

Manufacturer narrative:
Contrary to the initial MDR, the user did not attempt to deploy the device. The padlock clip was removed from the patient and the procedure was completed successfully with hemostatic clips. There was no report of medical treatment sought or administered.